Event description:
Same case as MDR ID 2134265-2013-09387. It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed, ecstatic target lesion was located in the calcified proximal and distal left anterior descending artery (lad) with thrombus. The left main coronary artery was cannulated using a 3.5 6fr non bsc guide catheter. After a non bsc guide wire crossed the lesion, thrombus aspiration was performed using a non bsc aspiration catheter with residual stenosis of 90% with a large septal occlusion. The patient became unstable. Then another non bsc guide wire was used to cross the septum and a 1.5mm x 10mm unspecified balloon catheter was advanced for dilation. The distal lad showed complete occlusion. Using another non bsc guide wire, the lad was crossed and a 2mm x 9mm and a 2.5mm x 10mm unspecified balloon catheters were advanced. The balloons were inflated at 8 to 10 atmospheres for 20 seconds. Then a 2.50mm x 38mm promus element long stent was advanced but was not able to cross the target lesion. A 2.50mm x 32mm promus element plus stent was selected however the device was not able to cross the lesion and the stent was damaged during manipulation. It was then noted that there is no flow in lad. A 2.25mm x 24mm liberté stent was selected and advanced but was not able to cross the lesion again and the shaft was broken during manipulation. The entire assembly of 2.25mm x 24mm liberté stent was completely removed from the patient. A non bsc support catheter was advanced. The lesion was predilated using a 2mm x 9mm unspecified balloon catheter and a 2.5mm x 28mm promus element stent was deployed at 12 atmospheres for 30 seconds. Post dilation was performed at 18 to 20 atmospheres for 20 seconds using a 2.5mm x 8mm non bsc balloon catheter. Final angiography revealed a well-deployed stent with timi- iii flow. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The liberte/veriflex stent delivery system was received with a product mandrel and protective tubing. The product mandrel was completely loaded in the wire lumen and the protective tubing was placed over the distal end of the device, as-received. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. The distal tip was damaged. There were multiple hyptoube kinks. The hypotube was completely separated 41 cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed, ecstatic target lesion was located in the calcified proximal and distal left anterior descending artery (lad) with thrombus. The left main coronary artery was cannulated using a 3.5 6fr non bsc guide catheter. After a non bsc guide wire crossed the lesion, thrombus aspiration was performed using a non bsc aspiration catheter with residual stenosis of 90% with a large septal occlusion. The patient became unstable. Then another non bsc guide wire was used to cross the septum and a 1.5mm x 10mm unspecified balloon catheter was advanced for dilation. The distal lad showed complete occlusion. Using another non bsc guide wire, the lad was crossed and a 2mm x 9mm and a 2.5mm x 10mm unspecified balloon catheters were advanced. The balloons were inflated at 8 to 10 atmospheres for 20 seconds. Then a 2.50mm x 38mm promus element ¿ long stent was advanced but was not able to cross the target lesion. A 2.50mm x 32mm promus element¿ plus stent was selected however the device was not able to cross the lesion and the stent was damaged during manipulation. It was then noted that there is no flow in lad. A 2.25mm x 24mm liberté¿ stent was selected and advanced but was not able to cross the lesion again and the shaft was broken during manipulation. The entire assembly of 2.25mm x 24mm liberté¿ stent was completely removed from the patient. A non bsc support catheter was advanced. The lesion was predilated using a 2mm x 9mm unspecified balloon catheter and a 2.5mm x 28mm promus element stent was deployed at 12 atmospheres for 30 seconds. Post dilation was performed at 18 to 20 atmospheres for 20 seconds using a 2.5mm x 8mm non bsc balloon catheter. Final angiography revealed a well-deployed stent with timi- iii flow. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).